Manufacturer narrative:
Device analysis found that the condition of the device was consistent with the complaint incident. Visual examination of the returned device found damage to the proximal end of the stent. The stent had multiple strut pairs from the proximal end which were bent back 180 degrees. No further damage was found. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.

Event description:
This complaint is now reportable based on the analysis completed. It was reported that during a coronary stenting treatment procedure, the stent was unable to cross the lesion. The 95% stenosed lesion was located in the calcified and severly tortuous right coronary artery. The proximal right coronary artery was described as a shepherd's crook according to the physician. The 4.00x20mm liberte' bare metal stent was advanced but could not cross the lesion. The procedure was completed with a 4x20mm non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis confirmed stent damage.